Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis in good condition. Pump inspected and attached cassette onto pump whereby it alarmed "wrong cassette pump won't run". Problem was duplicated. Further investigation of the pump found fluid ingression around the downstream occlusion sensor. The failure mode was found to be fluid ingression. The root cause was found to a result of the user interfacing with the product in a manner inconsistent with the information for use (IFU).

Event description:
It was reported that a cadd® cadd-prizm® vip system gave a wrong cassette alarm. No report of any patient injury.